Event description:
This will be filed to report difficult removal and tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that while grasping the clip got stuck on chordae. The clip was able to be freed, however a chordal rupture occurred. Subsequently, the clip was deployed to treat the chordal rupture. The procedure was concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported unspecified tissue injury (medical treatment) associated with the chordae rupture, was due to the clip becoming entangled in chordae. The cause of the reported difficult to remove (anatomy) associated with the chordae entanglement could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.